Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter remained infiltrated in median of left arm. The following information was provided by the initial reporter, translated from italian to english: peripheral venous catheter remained infiltrated in median of left arm, approximately half the length.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter remained infiltrated in median of left arm. The following information was provided by the initial reporter, translated from italian to english: peripheral venous catheter remained infiltrated in median of left arm, approximately half the length.

Manufacturer narrative:
D10: device available for eval? Yes d10: returned to manufacturer on: 27sep2022. H6: investigation summary: a device history review found zero non-conformances associated with this issue during production of this batch. Additionally, the used sample submitted to our facility, has been reviewed by our team of quality engineers. They observed a small v-shaped cut in the catheter tubing, that is consistent with a needle piercing of the catheter. The manufacturing process was reviewed and there are no sharp edges that could possibly meet the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is pierced during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the now exposed portion of the needle will not have any lie distance. It would also not be possible to use the product if the catheter was punctured before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the pierced catheter could be due to partial retraction prior to insertion.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter remained infiltrated in median of left arm and was removed by surgical intervention. The following information was provided by the initial reporter, translated from italian to english: peripheral venous catheter remained infiltrated in median of left arm, approximately half the length. Removed by surgical opening and dissection.

Manufacturer narrative:
The following fields have been updated or corrected: b5. Describe event or problem: "it was reported that the bd venflon¿ pro safety peripheral safety IV catheter remained infiltrated in median of left arm and was removed by surgical intervention. The following information was provided by the initial reporter, translated from italian to english: peripheral venous catheter remained infiltrated in median of left arm, approximately half the length. Removed by surgical opening and dissection." H6 imdrf annex a - medical device problem code - a041001.